Event description:
Customer reported that, during a case, the co2 readings were approximately 10mmhg, there was no reported patient injury. Investigation/conclusion: see attached urgent medical device correction, dated 2007.